Event description:
The customer reported that the image white out during a lateral image through a very large patient and while hardware was in the image field. No patient was injured in this case.

Manufacturer narrative:
The ge service rep tested the system to duplicate error but was not able to duplicate error. The system operates as intended.